Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was alleged by the claimant, through counsel, that she was implanted with cartiva on the left side on (B)(6) 2019 and was revised on (B)(6) 2020 due to chronic first mtp pain and second metatarsophalangeal pain with medial deviation of the left second toe after the cartiva was implanted. Claimant demands compensation.